Event description:
Facility reported a cancer home pt who was receiving morphine and bupivacaine (marcaine) with a 6060 device. Device was programmed in the continuous mode with basal rate at 2.6 mg/h and boluses of 1.7 mg every 15 min according to pt's needs. Total morphine dosage was 180.2 mg/24hr. Marcaine dosage was 4.5 mg/h. In 2004 pt felt paralysis in their legs. Pt stated pump made an unusual noise. A physician diagnosed a paralysis up to mid-thorax with respiratory discomfort. The pump was stopped and changed. A day ago at 10:00 am the pump indicated that the pt had received 496.2 mg of morphine. That same day at 5:30pm, the pump indicated 518.2mg and the next day at 10:30, it indicated 563.4 mg. The pt said they had not asked for any bolus during the day of the event. The pt did not receive any treatment for the event and recovered the same day at 5:00pm. No similar incident recurred since that time.